Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 6.4 mmol/l. The customer stated that the pump suspended incorrectly. The customer stated that the serter has been very stiff lately. The customer also stated that a needle hub was stuck in the serter previously. The customer stated that although the sensors had bled, the readings are normally very good. The customer was advised of the possible bleeding at site. The customer was advised that it may lead to over calibration and therefore cause discrepancies in the readings. The customer was advised to monitor the sensors closely and call back if any issues persist. The customer will be sent replacement sensors.